Event description:
Device 1 of 2, reference MFR. Report: 1627487-2015-03206. The patient has 3 model 3163 scs leads from the same lot and 1 model 3166 scs lead. It was reported the patient was experiencing auto-reduction. An sjm representative was unable to resolve the issue with reprogramming as only right side stimulation could be obtained. It was also reported that lead diagnostics revealed invalid impedance values. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.